Event description:
The customer reported elevated troponin I results, within the risk stratification, for one patient involving access 2 immunoassay system. Subsequent testing of the patient's original samples recovered lower results, within the normal reference interval. The elevated results were released out of the laboratory. An amended report was issued to the physician. There has been no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Beckman coulter customer technical service (cts) offered to have a field service engineer (fse) dispatched to verify system performance but the customer declined. The customer stated specimens were collected in lithium heparin gel tubes from greiner and centrifuged for three minutes in a statspin centrifuge. The customer did not know the centrifugation speed. The customer stated quality control (qc) was within their established ranges. In conclusion, the cause of this event is unknown and could not be determined.